Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the right side device appears to perforate the myometrium at the cornu') and embedded device ('extending into the-posterior endomyometrium at the left cornu is a silver metallic coil') in an adult female patient who had essure inserted. The patient's medical history included uterine bleeding, cervicitis, endometriosis, adenomyosis, uterine leiomyoma and paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the uterine perforation and embedded device outcome was unknown. The reporter considered embedded device and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the right side device appears to perforate the myometrium at the cornu') and embedded device ('extending into the-posterior endomyometrium at the left cornu is a silver metallic coil') in an adult female patient who had essure inserted. The patient's medical history included uterine bleeding, cervicitis, endometriosis, adenomyosis, uterine leiomyoma and paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the uterine perforation and embedded device outcome was unknown. The reporter considered embedded device and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.